Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated that an IV catheter was inserted, but the valve did not stop the blood from flowing back. Per reported, there was a patient involvement and no harm reported. Evaluation of the device could not be performed due to the device was not returned.